Manufacturer narrative:
The authorized service provider (asp) performed repair to resolve the reported issue. During evaluation, the occurrence of "check vent: machine pressure sensor auto-zero failed" (diagnostic code 1109) and its history in the event log were confirmed. The issue was addressed by replacing solenoid valve 2 and solenoid valve 4. The device software version was verified as 3.20. Following the repair, cleaning, a run-in test, and full functional testing were performed. The device successfully passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The authorized service provider (asp) performed further troubleshooting and confirmed the presence of the ¿check vent: machine pressure sensor auto-zero failed¿ alarm (diagnostic code 1109), with corresponding occurrences documented in the event log. No records indicating alarms related to the proximal pressure sensor were found. Based on the evaluation, it was determined that the solenoid valve had failed and requires replacement. Investigation remains ongoing.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during a pre-use check, it was observed that the device was getting error code 110a check vent: proximal pressure sensor auto-zero failed. The device had kept operating at the occurrence of the alarm. It was reported there was no patient involvement at the time the issue was discovered. The sales representative visited the hospital and confirmed that the reported alarm occurred on (B)(6) 2025 and could not be duplicated, even after multiple power cycles. The alarm has not reappeared since the initial occurrence. As a precaution, the sales representative replaced the device with an alternative unit. No delay in therapy was reported as a result of the event. According to the sales representative, the alarm displayed was: ¿check vent: proximal pressure sensor auto-zero failed.¿ this investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).